Event description:
The customer has obtained a false negative result on one patient sample for the cytomegaloviru (cmv) igg assay on an immulite 2000 xpi instrument, when using reagent lot 291. The same patient sample was tested two more times a month later using reagent lot 292 and the results were positive. A new blood draw was obtained from the patient and the sample was tested two times using reagent lot 292 and the results were positive. The sample was then tested on an alternate platform and the result was positive. The initial false negative result was not reported to the physician(s). The positive results were reported to the physician(s). It is unknown if the result from the alternate platform was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false negative result on the one patient sample for the cmv igg assay.

Manufacturer narrative:
Siemens headquarters support center (hsc) specialist evaluated the customer data. Hsc contacted the customer site and requested the sample to be sent for in-house testing and investigation. The cause of the false negative cmv igg result on the patient sample is unknown.